Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("hypersensitivity") and perforation ("perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced hypersensitivity (seriousness criterion intervention required), perforation (seriousness criterion intervention required), procedural nausea ("during insertion, nausea and vomiting"), procedural vomiting ("during insertion, nausea and vomiting"), headache ("headaches"), fatigue ("intense fatigue"), ligament pain ("pain in the ligaments") and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure was removed in 2015). At the time of the report, the outcomes for hypersensitivity, procedural nausea, procedural vomiting, headache, fatigue and ligament pain were unknown. Essure was removed in 2015. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to procedural nausea, procedural vomiting, headache, perforation, hypersensitivity, fatigue, ligament pain or pregnancy with contraceptive device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 19-aug-2022. The most recent information was received on 30-aug-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of hypersensitivity ("hypersensitivity") and perforation ("perforation") in a female patient who had essure inserted. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. Essure was removed in 2015. On an unknown date, the patient had essure inserted. On unknown dates she experienced hypersensitivity (seriousness criterion intervention required), perforation (seriousness criterion intervention required), procedural nausea ("during insertion, nausea and vomiting"), procedural vomiting ("during insertion, nausea and vomiting"), headache ("headaches"), fatigue ("intense fatigue"), ligament pain ("pain in the ligaments") and pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (essure was removed in 2015). At the time of the report, the outcomes for hypersensitivity, procedural nausea, procedural vomiting, headache, fatigue and ligament pain were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to procedural nausea, procedural vomiting, headache, perforation, hypersensitivity, fatigue, ligament pain or pregnancy with contraceptive device. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.